Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had an accolade ii right hip implant on (B)(6) 2013 in (B)(6) study. On (B)(6) 2013, dislocation of the head was reported. On (B)(6) 2013, reduction under general anaesthesia was performed. On (B)(6) 2013, imaging confirms good result of reduction.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "an adverse movement of the patient in combination with an incompletely healed status of the hip capsule early after surgery has contributed to a hip dislocation requiring closed reduction" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded that "an adverse movement of the patient in combination with an incompletely healed status of the hip capsule early after surgery has contributed to a hip dislocation requiring closed reduction". No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had an accolade ii right hip implant on (B)(6) 2013 in (B)(6) study. On (B)(6) 2013, dislocation of the head was reported. On (B)(6) 2013, reduction under general anaesthesia was performed. On (B)(6) 2013, imaging confirms good result of reduction.